Event description:
The facility representative contacted (B)(4) technical services to report that a flo-gard infusion pump needed an alarm checked; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was confirmed and reproduced during product evaluation as failure 94. This condition was caused by a swollen main battery. The main battery was replaced to correct the reported condition. A follow-up report will be filed if any additional details become available.